Manufacturer narrative:
This complaint is unconfirmed. One 138114a was received in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection was unable to find any abnormalities or defects. The device was dye leak tested per procedure. Dye leak testing found no breach in the sterile barrier. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 33 complaints, regarding 54 devices, for this device family and failure mode. During this same time frame 6,956,470 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000008. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user that these devices should never be used when there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic and these devices fail the inspection described in the IFU. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
During incoming inspection, the distributor rejected this device, (B)(4), for a possible insufficient heat seal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.